Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The mega needle driver instrument was analyzed and found to have a broken grip cable at the proximal clevis hole. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint regarding a broken cable was confirmed by failure analysis. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected before use and no damage was detected. The issue occurred while suturing, however, it did not collide with other instruments. Once the surgeon noticed the instrument wire was broken, it was exchanged for another instrument to continue the procedure. Thus, the kind of movement the issue is related to is unknown. No fragments fell inside the patient¿s anatomy.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the surgeon noted that the mega needle driver instrument had a broken wore. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the mega needle driver instrument be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.